Event description:
During treatment with the rotabular device, there was some difficulty with the device which resulted in a dissectino and possible perforation of the right coronary artery. The pt was taken to the operating room for bypass surgery. Surgery was performed without further pt complications.